Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection and erosion. Reportedly, the patient had a small opening in one of the incisions with a clear drainage. It appeared like the internal suture popped out. The patient also reported wound dehiscence and was prescribed antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.